Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A video was also provided. No information regarding the specific customer issue that occurred with the device was available. It was reported that use of the device resulted in a burn. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, used a brand-new negative plate on the lower 1/3 of the thigh. The area around the bed unit was dry, and the skin was intact and free of dandruff. The use of power was 25w, the time did not exceed 5 minutes, and there was no abnormality in use. After the operation, the negative plate was flat and normal, and 4 burns were found after opening. There were 3 burns under the cover of the negative plate of the thigh and 1 on the outer side of the distal calf. Checked that the bed unit was dry without exception. There were four burns. After being diagnosed by the burn department of the hospital, it indicated that there were two 3rd degree burn. There was a 1-square-centimeter burn in the calf, a 0.5-square-centimeter burn in the thigh (where the negative plate was attached), a 1-square-centimeter burn and a 1.5-square-centimeter burn). For the time being, burns were treated with cold compresses and anti-infection treatment were performed, and the specific treatment methods need to be processed according to the patient's recovery.)